Event description:
Analysis was completed by the manufacturer. Analysis of the returned handheld indicated no anomalies associated with the main battery were identified during the analysis. During the analysis it was identified that handheld was unable to charge the main battery. The cause for the anomaly is associated with broken solder connections on the handheld main board. Analysis of the returned flashcard indicated the flashcard and software performed according to functional specifications.

Event description:
It was reported by a company representative that her handheld computer had issues with the battery. The handheld was indicated to have been charged overnight and one time interrogation of a device drained the battery. The reported handheld was returned to the manufacturer and currently is undergoing analysis.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.